Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The device had been filled with doxorubicin 80mg, etoposide 410mg, vincristine 2mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.